Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.   MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated, the motor made a noise and started going in circles.